Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck inside. (Unraveled) [foreign body in reproductive tract]. Tampon (stuck inside). Unraveled [device breakage]. Went to pull it out and it unraveled [complication of device removal]. Case description: consumer reported via phone that tampon unraveled inside her daughter. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon stuck inside. (Unraveled) [foreign body in reproductive tract] . Tampon (stuck inside). Unraveled [device breakage] . Went to pull it out and it unraveled [complication of device removal] . Case narrative: consumer reported via phone that tampon unraveled inside her daughter. No serious injury reported.